Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6)2017. It was reported that patient underwent mesh removal on (B)(6)2017. It was reported that patient underwent mesh removal on (B)(6)2018. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How are you currently feeling? Please provide your age, body weight and height at the time of this surgical procedure if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information.

Event description:
It was reported that the patient underwent a hernia repair procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced pain and abscess near the surgery site approximately three months post-op. The patient had the abscess drained, but continued to have pain. Later, the patient developed adhesions and painful lumps. There was no treatment administered for the adhesions and lumps. Additional information has been requested.

Manufacturer narrative:
The patient reported that he has experienced hernia recurrence and may need further intervention, however, no surgery has been performed at this time.